Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: vnotes. Event description: I was in a vnotes case today and I believe something plastic came out of the trocar for the attached model/lot number during the case. They were able to remove the plastic part without any issues but wanted to let you know. Additional information provided by [company rep] on 17feb2026 via email: no patient injury. Entire component fell out. Yes, pieces fell into the patient. No, the trocar did not slip during torquing. No, the sleeve was not repositioned. No, the product is not being returned. The procedure went well, the vpath was used and then disposed of. Neither replacement nor credit. Intervention: they were able to remove the plastic part without any issues. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided. Visual inspection confirmed the customer¿s experience of component dislodgement. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of instruments through the sleeve. The instructions for use (IFU) states, "all instruments should be centered axially when inserted through the sleeve seal." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: vnotes event description: I was in a vnotes case today and I believe something plastic came out of the trocar for the attached model/lot number during the case. They were able to remove the plastic part without any issues but wanted to let you know. Additional information provided by [company rep] on 17feb2026 via email: no patient injury. Entire component fell out. Yes, pieces fell into the patient. No, the trocar did not slip during torquing. No, the sleeve was not repositioned. No, the product is not being returned. The procedure went well, the vpath was used and then disposed of. Neither replacement nor credit. Intervention: they were able to remove the plastic part without any issues. Patient status: no patient injury.